Event description:
It was reported that the patient received inappropriate defibrillation therapy on atrial tachycardia during effort. Reprogramming was performed. The patient¿s condition is unknown.

Event description:
Additional information that the patient was in good condition.

Manufacturer narrative:
(B)(4).